Manufacturer narrative:
(B)(4). D10: unk head, liner, screws. G2: foreign ¿ event occurred in new zealand. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately six months post-implantation, the patient underwent a hip revision due to due to instability. Patient was to be non-weight bearing and put weight on their leg. A screw fractured and the cup shifted after. Revised to another cup of the same size and included an augment. Attempts have been made and no further information has been provided.